Manufacturer narrative:
[(B)(4)].

Event description:
Syringe needle seems to stick (could indicate burrs on the needle). Syringe is being used on dog and seems to cause hurt or pain.

Manufacturer narrative:
The following information in each section below was submitted incorrectly in error. These sections of the report have been corrected and reflect appropriate changes. A supplemental report will be submitted to make this correction.-section b1- corretion to product problem from adverse event -section g7- correction to initial report from 5-day -section h8- correction to inital use of device from reuse - attachment: [45323.pdf]

Manufacturer narrative:
The following information in each section below was submitted incorrectly in error. These sections of the report have been corrected and reflect appropriate changes. A supplemental report will be submitted to make this correction. Adverse event or product problem: correction to product problem from adverse event. Type of report: correction to initial report from 5-day. Usage of device: correction to initial use of device from reuse.

Event description:
Syringe needle seems to stick (could indicate burrs on the needle). Syringe is being used on dog and seems to cause hurt or pain.